Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis manifested by vomiting, diarrhea, cloudy effluent, and feeling weak coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with unspecified antibiotics in the hospital and was treated at home with cefazolin (dosage and frequency not reported, intraperitoneally). The cause of the peritonitis was unknown. The patient was discharged after 13 days when the effluent was clear. The patient's symptoms were not as bad as they were previously and the patient was still taking cefazolin. The patient had recovered from the event. Pd therapy was ongoing. No additional information is available.